Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 261 mg/dl. Reportedly, the customer reverted to manual injections and long acting insulin for insulin therapy.